Event description:
It was reported that the patient presented with a fractured implant. Mobility of the crown was noticed. It was reported that the dr. Tightened the crown in several follow up treatments. The dr. Identified that the implant was fractured at the collar. The implant remains implanted and was put to sleep. There was no report of patient injury.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that the patient presented with a fractured implant. Mobility of the crown was noticed. It was reported that the dr. Tightened the crown in several follow up treatments. The dr. Identified that the implant was fractured at the collar. The implant remains implanted and was put to sleep. There was no report of patient injury. D4: expiration date: 01 oct 2016 g4 (B)(6) 2019 g7: follow up, h1: malfunction, h2: additional information, device evaluation, h4: (B)(6) 2011, h6: method, results, conclusion codes, h10: manufacturer narrative the reported device was not received as it remains implanted in the patient's mouth. The reported condition of a fractured implant was not confirmed. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was performed for the reported lot number for similar cause and 1 other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Additional 510k: k011028/k013227. The following information is unknown at the time of this report. Patient identifier, age, ethnicity: not provided. Date of event: event date unknown. Device manufacture date: unknown. The device will not be returned for analysis as it remains implanted in the patient's; however, an investigation of the reported event will be completed. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient presented with a fractured implant. Mobility of the crown was noticed. It was reported that the dr. Tightened the crown in several follow up treatments. The dr. Identified that the implant was fractured at the collar. The implant remains implanted and was put to sleep. There was no report of patient injury.